Manufacturer narrative:
(B)(4); device was not returned for evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If further details are received and/or device is received and analyzed, a supplemental medwatch report will be sent.

Event description:
It was reported that during a cholecystectomy procedure the er320 fired 4-6 clips that were not properly closed and with x form. The procedure was carried out and finished by using a new device. No patient adverse consequences have been reported. Device has been discarded.